Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. All dimensions of the plate received which are relevant for the complaint condition (close to the breakage point) were measured and have fulfilled their specifications except for the ones which were unmeasurable due to the breakage point. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. As there is not hardness test defined during the manufacturing process regarding to titanium plates the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed as well as all measurements performed during this investigation are according to their specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 426.610, lot: 2252734, manufacturing site: bettlach, release to warehouse date: 19. Feb. 2007. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 426.610, lot: 2252734. Manufacturing location: (B)(4), release to warehouse date: feb 19, 2007. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. All dimensions of the plate received which are relevant for the complaint condition (close to the breakage point) were measured and have fulfilled their specifications according to the drawing, except for the ones which were not measurable due to the breakage point. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. As there is no hardness test defined during the manufacturing process regarding to titanium plates, therefore, the raw material certificate was reviewed and the raw material used fulfilled the specifications. The received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed as well as all measurements performed during this investigation are according to their specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date post-operative, a locking compression-dynamic compression plate broke. Initial implant date is unknown. It is unknown if there were surgical delay and adverse event to the patient. Patient outcome was not reported. Concomitant devices: locking screw self-tapping (part 413.030, lot 1138, quantity 1); cortex screw (part 414.032, lot 1176390, quantity 1); cortex screw (part 414.034, lot 1811768, quantity 1); cortex screw (part 414.034, lot 3175473, quantity 2); cortex screw (part 414.034, lot 1038, quantity 1); cortex screw (part 414.036, lot 1683905, quantity 2); cortex screw (part 414.036, lot 3186290, quantity 1). This report is for one (1) lc-dcp plate. This is report 1 of 1 for (B)(4).